Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side/chronic pain'), nephrolithiasis ('kidney stone removal'), arthralgia ('pain: right knee'), back pain ('pain: low back pain') and pain in extremity ('pain: right leg, right foot') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included blood pressure high, pain nos, anemia, depression, fibromyalgia, hypertension, low potassium syndrome, panic attacks and tendonitis. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included cefixime (flexeril) since 2016, hydrocodone since 2016, pregabalin (lyrica) since 2016 and sertraline hydrochloride (zoloft) since 2016. In (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), neuralgia ("neurological conditions or problems type: nerve pain"), fatigue ("fatigue/chronic fatigue"), arthralgia (seriousness criterion medically significant), back pain (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant) with gait inability and hyperparathyroidism ("hyperparathyroidism"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with vitamin d nos (vitamin d), physical therapy and surgery (kidney stone removal and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy/right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nephrolithiasis, anxiety, fibromyalgia, neuralgia, fatigue, weight increased, arthralgia, back pain, pain in extremity and hyperparathyroidism outcome was unknown. The reporter considered anxiety, arthralgia, back pain, fatigue, fibromyalgia, hyperparathyroidism, nephrolithiasis, neuralgia, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in insertion date ((B)(6) 2011 per pfs), (B)(6) 2011 (per mr) hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: right ovarian cyst, physiologic in size. Small uterine fibroid. Bilateral essure devices. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fibromyalgia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿ injury¿ was updated to more specified events ¿pain: right side/chronic pain, kidney stone, anxiety, fibromyalgia, nerve pain, fatigue/chronic fatigue, weight gain, pain: right knee, pain: low back pain, pain: right leg, right foot, hyperparathyroidism, unable to walk without a walker and did not undergo confirmation test¿. Reporter, demographics, medical history, concurrent conditions, essure indication (amended), essure removal date; treatment/concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side/chronic pain'), renal stone removal ('kidney stone removal'), arthralgia ('pain: right knee'), back pain ('pain: low back pain') and pain in extremity ('pain: right leg, right foot') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included blood pressure high, pain nos, anemia, depression, fibromyalgia, hypertension, low potassium syndrome, panic attacks and tendonitis. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included cefixime (flexeril) since 2016, hydrocodone since 2016, pregabalin (lyrica) since 2016 and sertraline hydrochloride (zoloft) since 2016. In (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), neuralgia ("neurological conditions or problems type: nerve pain"), fatigue ("fatigue/chronic fatigue"), arthralgia (seriousness criterion medically significant), back pain (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant) with gait disturbance and hyperparathyroidism ("hyperparathyroidism") and underwent renal stone removal (seriousness criterion medically significant). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with vitamin d nos (vitamin d), physical therapy and surgery (kidney stone removal and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy/right ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown and the renal stone removal, anxiety, fibromyalgia, neuralgia, fatigue, weight increased, arthralgia, back pain, pain in extremity and hyperparathyroidism had not resolved. The reporter considered anxiety, arthralgia, back pain, fatigue, fibromyalgia, hyperparathyroidism, neuralgia, pain in extremity, pelvic pain, renal stone removal and weight increased to be related to essure. The reporter commented: discrepancy in insertion date ((B)(6) 2011 per pfs), (B)(6) 2011 (per mr) hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: right ovarian cyst, physiologic in size. Small uterine fibroid. Bilateral essure devices.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fibromyalgia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: events kidney stone removal, anxiety, fibromyalgia, neurological conditions or problems type: nerve pain, fatigue/chronic fatigue, weight gain, pain: right knee, pain: low back pain, pain: right leg, right foot, hyperparathyroidism outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.